Manufacturer narrative:
Exact date unknown, event occurred a couple of years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316700; model: sc-2316-70; serial: (B)(4); batch: 16692623.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned to bsn as they were discarded by the medical facility.